Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Nonexpected low reservoir alarm noted. All buttons functioning properly however moisture damage on keypad traces noted during visual inspection. No button error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was performed. The device was returned for analysis.